Event description:
The pt was being fed using an enteral pump. The device (administration set) was inaderrently pulled away from the pump by the pt's parent while parent sat with the baby to comfort it. The device had tension on it and was straightened out which defeated the safety free flow valve. Pt received 100 ml of fluid. It is unknown if the fluid was delivered as a bolus or intermittently over 1 hour. When the clinician returned the feeding bag was empty. Pt aspirated fluid into thier lungs. One pt involved.